Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for hose verification, loctite assessment (modified set screws) and rotational speed. During service/repair, it was observed that the vanes were worn, the set screw was loose, the motor housing and elbow were dented, and there was a cut in the hose near muffler area. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the cord of the motor device had a hole in it. During in-house engineering evaluation, it was observed that the device failed for rotational speed. It was not reported if the event occurred during surgery or if there was patient involvement. There was no delay to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.